Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a visual inspection confirmed that the keypad button cover was intact to the base with no evidence of peeling. Testing confirmed that all keypad buttons were responsive. Contaminations was found on all of the key contacts when the pump was opened up. Unrelated to the keypad issue, the display screen had a dim pink and fading text. Additionally, there was a crack at the top of battery compartment and the audio bolus button cover was detached from pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that a the keypad buttons were sticking and required multiple button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.